Manufacturer narrative:
(B)(4).

Event description:
As reported: when the clinician was inserting the peel-away sheath and dilator over the wire, the peel-away sheath started buckling back as she was entering it in the skin over the dilator. No patient injury or consequence was reported. Patient's current condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material were present on the dilator body. Visual examination of the sheath assembly revealed the sheath tip was slightly crushed and folded over. This appearance is consistent with undue force being applied to the sheath tip. No damaged was observed to the dilator. The total length of the sheath body measured to be 2.8125" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.10165" which is within specifications of 0.094-0.104" per product drawing. The inner diameter of the sheath tip measured to be 0.077" which is within specifications of 0.077-0.078" per product drawing. A lab inventory 5.5 fr catheter was inserted into the sheath per the instructions for use (IFU). The IFU provided with this kit states, "insert catheter through peel-away sheath to final indwelling position." The catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit precautions the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was slightly crushed and folded over, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
As reported: when the clinician was inserting the peel-away sheath and dilator over the wire, the peel-away sheath started buckling back as she was entering it in the skin over the dilator. No patient injury or consequence was reported. Patient's current condition reported as fine.